Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited elective replacement indicator (eri), and patient was brought to healthcare facility for box change. Upon interrogation, the ipg revealed low battery voltage due to high battery impedance, and power on reset (por). The ipg was explanted and replaced. New device implanted and all test results were normal. No patient complications have been reported as a result of this event.